Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the touchscreen was delayed in responding to presses. There was no reported impact to customer's blood glucose. Reportedly, the customer declined troubleshooting.